Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During positioning of the atrial lead, there was no problem with a measured value of pre-screw on psa. With the stylet inserted all the way into the lead, the helix was tried to be fixed into the right atrial appendage. After 5 times rotation, the lead bounced itself in the same direction of the helix rotation before the helix extended from the tip. The doctor repeated to do the same operation several times though, the same phenomena occurred, and the lead was not able to be implanted in the atrial appendage. The lead was replaced with another one. The procedure was completed without further issue. No adverse health consequences to the patient occurred.

Manufacturer narrative:
A complete lead was returned in a one piece with the helix retracted clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torque consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event was isolated to the helix being clogged with blood and over torque of the inner coil. Additional information: d10.